Event description:
A customer reported that lh750 instrument generated erroneously low platelet (plt) results with no instrument generated messages on initial and re-drawn samples for one patient. The manual smear review verified the samples had adequate plt counts with the presence of many plt clumps and giant plt. Erroneous results were not reported out of the lab. Based on information provided, there was no change to patient treatment as a result of this event.

Manufacturer narrative:
The samples were collected in 5cc vacutainer tubes. Qc was run before and after the event and results were within acceptable ranges. A field service engineer (fse) was dispatched: the fse verified instrument and collected raw data for investigation. The root cause for this event is unknown. However, per labeling, platelet clumps and giant platelets are known interfering substances for the platelet parameters.